Manufacturer narrative:
(B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that approximately 22 months after the placement of a peg and peg/j tube, the patient presented with intermittent abdominal pain and nausea (which occurred the previous 4 weeks) and the external portion of the tube was being retracted into the abdomen. An upper endoscopy revealed the internal bumper of the peg tube had migrated into the pylorus. With retraction of the external portion of the peg tube, the internal bumper was able to be pulled back into the stomach, but retraction was stopped shortly thereafter because of excessive resistance. The endoscope was advanced into the small bowel to identify the source of resistance, which revealed an intussusception in the distal duodenum, which prevented the removal of the jejunal extension tube. The internal bumper of the peg tube was passed into the small bowel by pushing on the external portions of the peg, which stabilized the small bowel and provided additional counter-traction. Therefore, the jejunal extension tube could be pulled and withdrawn through the peg tube. The intussusception remained until a bezoar that had formed on the distal pigtail portion of the jejunal extension tube was pulled into the proximal duodenum. The bezoar (pigtail portion of the jejunal tube) was then pulled into the stomach. The jejunal extension tube was cut externally, and the bezoar was removed with a net. The peg was then cut externally, and the internal bumper was removed with a snare by use of an overtube. Finally, a pegj replacement was accomplished without further adverse events. Per primary reporters, the it was likely that the bezoar that had formed on the distal pigtail portion of the jejunal extension tube of the peg/j had caused an intermittent partial obstruction for the previous 4 weeks. The patient¿s additional symptoms the day of the procedure were caused by distal migration of the peg tube internal bumper, likely precipitated by intestinal peristalsis on the bezoar, promoting distal migration of the entire pegj.